Event description:
Mother describes that child has a rash in the area of the pediatric mask used with the optichamber valved holding chamber. The mask is made of silicone and has been tested for biocompatibility. There have been no other complaints of this nature and it is possible that the mask is not the cause of the rash and that the root cause may be the medication.

Manufacturer narrative:
Silicone is very common and inert material for valved holding chamber masks. There is a possibility that the child was having an allergy to the drug as there was no malfunction of the device nor similar complaints. The mask material was tested for skin irritation and was specifically chosen for its inert properties.